Event description:
Allergan representative reported that approximately one month after implantation of a lap-band system, a patient has allegedly developed "an allergic reaction." Follow up findings: patient is experiencing a skin rash over the whole body. Patient was treated with steroids and the symptom resolved per follow up with the surgeon's office. Allergy testing conducted by dermatologist was inconclusive. The device remains implanted. The serial number had been requested; however, was not available from the surgeon's office.

Manufacturer narrative:
(B)(4). The product associated with this report remains implanted and will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reported event is a physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event as follows: "precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant." And "special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."